Event description:
While setting up the surgical instruments for a laproscopic cholecystectomy, or staff attempted to trial the anchor system prior to the procedure and it was noted the endobag would not load properly into the housing sheath of the retrieval system.